Event description:
Spontaneous call from patient informing that she discovered a leak today from her extension set tubing (lot/expiration information unknown) that connects to her intravenous line. She was able to change the connector which stopped the leak. She did not report any changes in breathing or side effects at this time. Prescriber will be notified. No other information known. Is the ext set available for investigation? No; did we replace ext set? No, patient had back up tubing and connector that she replaced. Did the patient have a backups they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by: patient/caregiver.